Manufacturer narrative:
Qn# (B)(4). One empty 640 ml water bottle lot 19e148 of product code 006-40f was received with an adaptor attached for evaluation. The water bottle arrived with the trigger completely detached. The adaptor had a sleeve around the whistle area. The adaptor body was white, and the snap cap was clear. No other visual defects were observed. Performed manual whistle test: flowmeter was set to 2 l/min and complaint sample adaptor whistled at about 11 psi; part passes. In functional test, the adaptor snap cap made a stable connection to the flowmeter. The flowmeter was alternately set to 5 l/min and 10 l/min. In each case, bubbles were observed in the bottle, and no air leakage was detected. The complaint could not be confirmed.

Event description:
Customer complaint reported as: there was an oxygen leak between the tightening ring of the oxygen tube and the ring of the bottle. Clinical consequences: there was less oxygen delivered to the patient than the oxygen required but there was no consequence for the patient. Additional information from customer reports: "the patient was under 6l of o2 during meal. The oxygen was provided via nasal cannula, that the patient removed oxygen and saturometer. She was in isolation waiting for pcr covid test results. I cannot confirm that the desaturation was due to the device. The incident did not required the intervention of a doctor."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. In device history record review of the reported 006-40f lot 19e148: manufacturing event logs show no issues that may have contributed to the reported defect; process parameters were within specification; and quality inspections were acceptable. In device history record review of adaptor lot 16k19 packaged with lot 19e148: process parameters were within specification; in-process qa inspections were acceptable; and post-sterility package integrity tests were acceptable. The manufacturing event log for adaptor lot 16k19 includes "jam up sleeve station" corrected by "cleared" and "restart". Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: there was an oxygen leak between the tightening ring of the oxygen tube and the ring of the bottle. Clinical consequences: there was less oxygen delivered to the patient than the oxygen required but there was no consequence for the patient. Additional information from customer reports: "the patient was under 6l of o2 during meal. The oxygen was provided via nasal cannula, that the patient removed oxygen and saturometer. She was in isolation waiting for pcr covid test results. I cannot confirm that the desaturation was due to the device. The incident did not required the intervention of a doctor."